Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used the reload with gore seamguard as first reload at the pyloric antrum. In the reported cases the patient was super obese and the surgeon was experiencing device and reload that only formed a few staples and then blocked completely. He took a new black reload to continue but this one ruptured the tissue what ended up in bleedings and oversewing the staple line. The device completed the firing with the second black cartridge. Both the staple line and the cut were complete. Nevertheless he staples were formed improperly which resulted in ruptured tissue and bleeding. After that he continued with a green reload without any further issues.

Manufacturer narrative:
(B)(4).